Event description:
The following is based on the medical records provided by the patient's attorney: on (B)(6) 2004: repair of incarcerated incisional hernia with implant of composix kugel mesh. On (B)(6) 2011: exploratory laparotomy, explantation of abdominal wall mesh, and segmental small-bowel resection x2. It was noted that the previously placed mesh had folded and became incorporated into the small bowel. There were adhesions of the mesh taken down that were said to have caused the obstruction.

Manufacturer narrative:
The patient has multiple co-morbidities including cirrhosis, hypertension, diverticular disease, tobacco and alcohol abuse. During implant of the composix kugel, the mesh was secured to the fascia with #1 prolene however, there is no detail on the suturing technique or the placement of the suture. As a result, no firm conclusions can be made. Nothing has been returned therefore, no evaluation could be performed. The medical records indicate that the patient was treated for adhesions, which is a known possible adverse reaction listed in the IFU. The patient was also treated for an infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." If additional event and/or evaluation information is obtained, a follow-up MDR will be submitted.